Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was 126 mg/dl at the time of the incident. The customer stated that a little piece of the plastic from the syringe broke off. The customer stated that the battery cap got lost. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device information provided in the initial report was incorrect. The correct device information has been provided in this report.